Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Caller stated he was notified that patient will have a revision to either modify pocket site or retunnel to a different pocket site as pocket site was too shallow and causes discomfort. The date of revision was planned to (B)(6) 2019. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep stated that patient had a pocket site revision completed. The new pocket was created on the opposite buttocks and battery was placed deeper. The rep don¿t have patient¿s weight nor will they. Rep haven¿t heard from patient or the physician so it seems the issue has been resolved.